Event description:
The customer contact report particulate. The unspecified tubing set was being used to deliver as unspecified volume of 5% dextrose in 0.45% normal saline with 20meq of potassium chloride, at an unspecified rate, via a plum pump. After an unspecified length of time, a particulate was noted at an unspecified location in the tubing set. The customer contact reported the particulate as a "string of plastic". The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.